Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a leak in the tubing and was not receiving any insulin. Reportedly, the customer was hospitalized due to the reported event. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.